Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will bereviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. Updated: checked b1 (product problem) box. B1 (adverse event) and b2 should not have been checked as there was no adverse event reported nor any interventions done.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When loading the #2 actis broach on the adapter, the male end of the broach attachment did not fit into female end of adapter. The male adapter on broach was a little deformed on the tip and would not fit into the female broaching adapter. No surgical delay or adverse affect on patient.